Manufacturer narrative:
(B)(4). UDI: unk.

Event description:
On (B)(6) 2015, this patient underwent a reintervention of a previous endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis aortic extender component. Follow up examination on (B)(6) 2015 showed the aneurysm measured 65 mm. Follow up examination on (B)(6) 2017 showed the aneurysm measured 71 mm. On (B)(6) 2018, a type I endoleak was identified. No treatment has been reported to gore.

Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Additionally, device related risks include aneurysm enlargement.